Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that due to the pump casing being damaged, the customer experienced difficulty with loading a cartridge. Customer's blood glucose was 102 mg/dl. The customer reverted to manual injections for insulin therapy.